Event description:
Irritating synovitis [synovitis]. Case description: spontaneous report received on (B)(6) 2009, from a physician, via a company sales representative, regarding a patient, (initials and age unspecified), whose relevant medical history was unspecified. The patient experienced "an irritation" after receiving an unspecified number of synvisc injections in the upper ankle joint on an unspecified date. No further information was provided. On (B)(4) 2009, the investigation summary was received. The product lot number as not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional information was received on (B)(6) 2009, from the physician. The physician reported that the patient received one injection of synvisc one in the upper ankle on (B)(6) 2009. After the injection the patient complained of an ongoing state of irritation. On (B)(6) 2009, the patient was diagnosed with irritating synovitis. The patient was treated with 40mg of triam. The event was assessed as being moderate in intensity. The patient recovered on an unspecified date after the treatment. The physician assessed the relationship between synvisc one and synovitis as probably related.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.